Event description:
It was reported that during the procedure, a 4.0x19 jostent graftmaster covered stent system was advanced and deployed, successfully sealing an existing free perforation in an unspecified vessel, without complication and without issue. After implantation, the patient expired the same day. The site indicated that it is believed that the patient death is not related to the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.in this case, there was no reported product deficiency. The reported patient effect of death is a known and labeled adverse event, as listed in the graft master otw instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.